Manufacturer narrative:
Submit date: 10/16/2017 an evaluation of the kangaroo pump was performed for the reported condition of over/under delivery. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows this device was released meeting all manufacturing specifications. Product was manufactured in 2013. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump over/under delivered.